Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode exhibited impedance issues and was observed to have dislodged. A revision procedure was performed. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.